Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt reported the patient went to the emergency room for peritonitis and was treated with vancomycin and gentamicin. Upon follow up, the pdrn stated that the diagnosed with peritonitis and the causative organism was gram negative serratia. The patient was treated with vancomycin, gentamicin and fortaz. The cause was said to be infection from the shower head. There was no leak in the cassette reported. The patient continued with pd therapy. There was no hospitalization involved.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ liberty cycler set malfunction or product deficiency. Per the nurse, the peritonitis infection was attributed to serratia from the patient¿s shower head. Serratia species have been isolated in water and are known to cause opportunistic infections. Therefore, the patient¿s peritonitis was most likely associated with inoculation of the bacteria through showering with a contaminated shower head, given the pd catheter provides a portal of entry. Furthermore, the patient¿s esrd increases susceptibility for infection due to immunosuppression characteristics of the disease. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt reported the patient went to the emergency room for peritonitis and was treated with vancomycin and gentamicin. Upon follow up, the pdrn stated that the diagnosed with peritonitis and the causative organism was gram negative serratia. The patient was treated with vancomycin, gentamicin and fortaz. The cause was said to be infection from the shower head. There was no leak in the cassette reported. The patient continued with pd therapy. There was no hospitalization involved.